Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The adapt tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarm noted during testing or in the device trace download. No unexpected blank display or pump error 49 alarm noted. Device received with serial number label fading. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had insulin pump error alarm. Customer stated that insulin pump was shut off. Customer was unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.